Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet with an inset infusion set after receiving an occlusion alert, with an elevated blood glucose up to 400 mg/dl requiring three infusion set changes before resolution. Customer care provided remote troubleshooting over the phone focusing on occlusion resolution, infusion set replacement, and user education regarding infusion site management and follow-up. Investigation of this case revealed that the event was consistent with an infusion set occlusion associated with the infusion set component, which resolved after supply changes and confirmed appropriate function of the system once the set was replaced. Symptoms include ketones, nausea, and infusion site discomfort associated with hyperglycemia. Outcomes included temporary interruption to therapy and the need for replacement infusion supplies and additional user training. It was concluded, based on previously established findings for similar reports, that the cause was infusion set occlusion due to infusion set or site-related factors.